Manufacturer narrative:
The condition of 812:04 was confirmed through the evaluation. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The root cause of the reported problem was determined to be defective pump head module. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of failure code 812:04. This event occurred during product evaluation. Service determined that this failure interrupted delivery. No additional information was available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.